Event description:
The respiratory therapist (rt) was pushing the patient's bed behind an ER technician who was pushing the ventilator which was mounted on the cart. The rt observed the cart began to wobble and a caster wheel came out from under the cart and the ventilator began to tilt over. The ventilator leaned up against a doorframe as it tilted therefore it did not fall over completely. The patient was not on the ventilator at the time therefore there was no patient involvement or harm. The rt reported someone put the wheel back on in the hallway but did not know who had done it. Upon service evaluation, the manufacturers' service technician reported the caster wheel was found on the cart and was only slightly loose. The hospital biomed reported they did not put the caster wheel back on the cart. The service technician reported that in order for the caster wheel to "come off" as described it would need to lose the bolt(s) and become unthreaded. It was not found in that condition during service evaluation. The service technician tightened all caster wheels on the cart to complete service.